Event description:
During rx acculink stent deployment, there was resistance to proximal stent expansion and catheter separation. When the catheter was withdrawn using additional traction, the catheter tip of the rx acculink separated and retained within the stent complex.